Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the motor drive unit was making noise as though the motor was running, but the disposable handpiece did not operate. A second motor drive unit was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposable. The actual device involved in this event was returned for evaluation. The cpc connector and coupler were found to be misaligned which would not allow the disposable to connect to the coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.